Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5101073. UDI#: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the leads had high impedances. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The leads were replaced and were not returned.

Manufacturer narrative:
Correction to the initial MDR in block g3. The aware date should have been 18 dec 2024. Correction to the supplemental-001 MDR in block g3. The aware date should have been 05 may 2025.

Event description:
It was reported that the leads had high impedances. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The leads were replaced and were not returned.